Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The broken distal tip could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. This report addresses the guide wire used in conjunction with the reported coil that is referenced under MFR report # 2032493-2023-00592.

Event description:
It was reported that as the coil was being placed in a patient, it was determined to not be in the correct position for deployment. The physician attempted to retrieve the device; however, while removing the device, the coil become detached, or stretched to the point that the coil was not successfully removed from the body and remained in the coil mass with a "tail" in the patient¿s native anatomy. The coil and the delivery catheter were removed. The physician went to cross the aneurysm neck with a traxcess wire; however, it subsequently got stuck somewhere within the prior stent or coil tail. This wire was then twisted until the distal tip broke off and remained in the patient, the remainder of the wire was removed. The coil was reported to be in the parent artery post procedure; thus, intervention with a stent was performed. The patient was reported to be doing good. This report addressed the guide wire used in the case with coil reported in MFR# 2032493-2023-00592.